Event description:
Same case as MFR#: 2134265-2012-00147. It was reported that during a stenting treatment procedure, the stent became dislocated on the balloon. Vascular access was obtained with another manufacturers' introducer sheath. A 7.0x40x75cm express ld was then inserted through the sheath against resistance when the stent dislodged from the stent delivery system (sds). The physician partially inflated the balloon of the sds, preventing the stent from embolizing outside of the sheath. The sheath with stent and sds were then removed from the patient. Another non-bsc introducer sheath was then inserted and a second 7.0x40x75cm express ld was advanced into the sheath, again against resistance. During advancement inside the sheath, the stent of the express ld was partially pushed off the balloon of the sds. The sheath and express ld were then removed from the patient together. The procedure was then successfully completed with another express ld stent. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR #: 2134265-2012-00147. It was reported that during a stenting treatment procedure, the stent became dislocated on the balloon. Vascular access was obtained with another manufacturers' introducer sheath. A 7.0x40x75cm express ld was then inserted through the sheath against resistance when the stent dislodged from the stent delivery system (sds). The physician partially inflated the balloon of the sds, preventing the stent from embolizing outside of the sheath. The sheath with stent and sds were then removed from the patient. Another non-bsc introducer sheath was then inserted and a second 7.0x40x75cm express ld was advanced into the sheath, again against resistance. During advancement inside the sheath, the stent of the express ld was partially pushed off the balloon of the sds. The sheath and express ld were then removed from the patient together. The procedure was then successfully completed with another express ld stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device noted the shaft of the stent delivery device (sds) was not damaged. The balloon was folded and wrapped fully around the shaft of the device. The stent was returned on the balloon of the sds and had moved approximately 5mm proximally on the balloon towards the balloon bond. There was a clear impression of where the stent was originally crimped on to the balloon. There was no damage noted to the stent. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).